Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, upon preparing for deployment, lock was tested and clip continued to open about 20 degrees. Troubleshooting was performed but was unsuccessful. Clip was removed from the patient and was replaced with new mitraclip ntw. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.